Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. The customer had received no delivery no delivery alarm during priming. The customer was advised to complete rewind/load reservoir process before connecting back to set. The customer stated that the insulin exited during the priming. The customer stated that they had air bubbles in the tubing. The customer was advised to change set. The insulin pump will not be returned for analysis.